Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost rel.4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. The local field service engineer (fse) spoke with the radiology¿s technologist who stated the skyplate was dropped and afterwards, there were line artifacts on every image. Fse told the technician to recalibrated the detector. She completed this and the artifacts were calibrated out. Finally, the system meets the specification for the performed service and is returned to use. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Event description:
The customer reported that after the portable detector (model skyplate) dropped they had line artefacts on the images. A dropped detector can lead in worst case to a fracture in the foot. No injury reported. The customer recalibrated the detector and the artefacts were calibrated out.

Manufacturer narrative:
Ref. ID: (B)(4) the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.